Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced frequent low blood glucose readings while using the ilet, with the patient perceiving that the system was delivering more insulin than needed and pausing often; the patient also requested assistance with a factory reset after prior resets and reported recent advice to change the infusion set. Symptoms included hypoglycemia with readings described as low. Outcomes included self-treatment with oral glucose. Investigation included a review of prior device use history and planned troubleshooting, including assistance with a factory reset and outreach to clinical support for relearning techniques. Investigation of this case revealed no documented device malfunction and an unclear cause of hypoglycemia, with user perception of overdosing and recent set-change guidance noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.